Manufacturer narrative:
Conclusion: according to the recipient report the device was explanted for medical reasons, namely a recurrent cholesteatoma, which caused an extrusion of the conductive link in the external auditory canal and a migration of the floating mass transducer from the round window. During device investigation an overload fracture in the conductive link caused by excessive mechanical stress was found. However the exact time of occurence cannot be determined. The damage might be caused during explantation surgery or due to exposure caused by the extrusion of the conductive link. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The explanted device was received for investigation. According to the explantation report the user had a recurrent cholesteatoma and there was an extrusion of the implant body. The user had no benefit with the device. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explantation report the user had a recurrent cholesteatoma and there was an extrusion of the implant body. The user had no benefit with the device. The user has been re-implanted.